Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Data analysis confirmed that the power consumption is increasing in a gradual fashion. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Data analysis confirmed that the power consumption is increasing in a gradual fashion. To date, this device remains in service. No adverse patient effects were reported. Additional information from medical records indicated that this device was explanted and replaced. No additional adverse patient effects were reported.